Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet after entering an incorrect pairing code, resulting in prolonged pairing without connection until the correct code was used, after which the sensor paired and began providing glucose readings. No alerts or alarms and no adverse clinical symptoms were reported. Outcomes included successful restoration of sensor communication with no clinical impact and no hospitalization. User support included review of engineering logs and guided troubleshooting with education on correct pairing procedure and sensor type selection. Investigation of this case revealed use error related to an incorrect pairing code during setup, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.